Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following some weight loss, the ipg began to migrate causing the patient some discomfort. As a result, on (B)(6) 2021, the ipg was repositioned and anchored back down. Issue resolved.